Event description:
It was reported that the device failed volume test 2 time at 18.48ml and 18.31ml after replacing sets. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device, customer¿s reported problem device failed volume test 2 times at 18.48ml, 18.31ml after replacing sets was not verified by functional testing. The cause is unknown. No actions taken to correct the issue. Cadd legacy device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.